Event description:
Additional information: the target lesion was in the mid lad, lesion type (acc/aha) b2 tubular, eccentric with 50-70% stenosis(%). The physician felt a little resistance when advancing the launcher, but felt it was normal resistance. Before the tip detached, the launcher was rotated several times. A .035 terumo wire was inserted and pulled out. It was reported that the guide catheter wasn¿t well engaged, but it was not severe. Evaluation summary: the launcher guide catheter was received for analysis missing the white distal soft tip, approximately 3mm in length. Detailed analysis of the proximal portion (tip sleeve and tungsten band) of the catheter shows the inner liner material stretched in a distal direction and white tip material is blended with the liner confirming the catheter was processed through the tip bonding operation. Visual inspection of the sleeve and tungsten band in the returned device indicates embrittlement in those materials which weakened them and the tip bond. The cause of the embrittlement is unknown but likely occurred after the device was manufactured as the cracks in the sleeve are aligned with the cracks in the band indicating that they were exposed at the same time to the cause of the embrittlement. No cracks were seen on other areas of the complaint catheter which indicates that the cause of the embrittlement was localized in the area of the sleeve and tungsten band. Dissection of the catheter did not reveal and damage to the inner liner of the catheter. Cine image review: a review of the cine images showed there was minor disease in the mid-lad. It appears a rotablator was used across the lad lesion. Review of the images did not indicate a manufacturing defect resulted in the detachment.

Event description:
During a radial procedure, while inserting a wire to see the ivus image of the pci, the outer tip part of a launcher guiding catheter marker became detached. The detached tip got stuck in the patient¿s wrist and surgery was performed to remove the tip. The physician had felt resistance when removing the catheter. All parts of the launcher catheter were successfully removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, results: (no conclusion, evaluation still in progress). Conclusion not yet available - evaluation in progress (evaluation in progress). (B)(4).

Manufacturer narrative:
Unable to determine the root cause of the tip detachment.